Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. On (B)(6)2024 at 11:31:07, the log file captured no external power alarms due to the relative state of charge (rsoc) voltage on both power cables dropping to ~0v in four seconds while connected to the mobile power unit (mpu). The alarms resolved at 11:33:06 when power was restored to both power cables. The backup battery supported the system without issue during this event. At 11:46:56, the driveline was disconnected, and shortly after the power cables were disconnected. This is consistent with a system controller exchange. Log files from the backup system controller, serial number (B)(6), captured a similar no external power event while connected to the mpu from 17:05:55-17:06:01. The backup battery supported the system during this event without issue. The no external power events did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the mpu was exchanged, and if the mpu will be returning; however, no additional information was provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event log file captured low voltage hazard/ no external power events on (B)(6) 2024 at 1131-1133 that lasted for a couple of minutes and another one at 1705 that lasted for a few seconds. These events occurred while using the mobile power unit. The emergency backup battery (ebb) was activated in the controller until power was restored to the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.